Event description:
It was reported that removal difficulty occurred. This 8.0-29 carotid wallstent self expanding stent system was selected for use during a carotid stenting procedure. During the procedure, after the stent was successfully deployed, resistance was felt when removing the deployment system from a non-boston scientific guidewire. The guidewire was eventually able to be removed, and the procedure was completed with no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 8.0-29 carotid wallstent self expanding stent system was visually examined which identified the stainless-steel shaft had separated from the inner shaft. The device was returned unsheathed with no guidewire inserted in the device. The investigator was unable to advance a boston scientific 0.014 in. (0.36mm) guidewire onto this device while the device was sheathed. The investigator attempted to unsheath the device but was unable to due to the stainless steel shaft separation. The device was returned with the stent already deployed from the delivery system. There were no issues noted with the stent cups or stent holders.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 8.0-29 carotid wallstent self expanding stent system was visually examined which identified the stainless-steel shaft had separated from the inner shaft. The device was returned unsheathed with no guidewire inserted in the device. The investigator was unable to advance a boston scientific 0.014 in. (0.36mm) guidewire onto this device while the device was sheathed. The investigator attempted to unsheath the device but was unable to due to the stainless steel shaft separation. The device was returned with the stent already deployed from the delivery system. There were no issues noted with the stent cups or stent holders.

Event description:
It was reported that removal difficulty occurred. This 8.0-29 carotid wallstent self expanding stent system was selected for use during a carotid stenting procedure. During the procedure, after the stent was successfully deployed, resistance was felt when removing the deployment system from a non-boston scientific guidewire. The guidewire was eventually able to be removed, and the procedure was completed with no patient complications.

Event description:
It was reported that removal difficulty occurred. This 8.0-29 carotid wallstent self expanding stent system was selected for use during a carotid stenting procedure. During the procedure, after the stent was successfully deployed, resistance was felt when removing the deployment system from a non-boston scientific guidewire. The guidewire was eventually able to be removed, and the procedure was completed with no patient complications.